Event description:
It was reported that a user was unable to complete the motor drive and occlusion test on a medfusion¿ medfusion® 3500 syringe pump. No patient involvement or injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the tamper seal broken and the pump in poor condition, with the top case cracked from the tubing guides. A review of the event history log found no errors. A motor drive test was performed and confirmed the reported issue. It was found that the cause of the issue was the clutch halves. It was unknown what caused the component to fail. Based on the evidence, a root cause was unable to be confirmed.